Manufacturer narrative:
No investigation could be performed as the article did not provide any specific information regarding the procedure date or da vinci system identifiers. There was no report of, or indication of, any da vinci product issues. Additionally, there is no indication that any da vinci products contributed to the reported complications. Citation: higuchi n, kanno k, ochi y, et al. (March 20, 2024) effect of uterine weight on the surgical outcomes of robot-assisted hysterectomy in benign indications. Cureus 16(3): e56602. Doi 10.7759/cureus.56602 section d - suspect medical device: due to the lack of specific information regarding the da vinci system associated with the adverse event, a generic system material number was used.

Event description:
A review was conducted of a clinical article that assessed the effect of uterine weight on the surgical outcomes of robot-assisted hysterectomies and the following incident was noted: the study was a retrospective cohort study of 872 patients that underwent robot-assisted hysterectomies at one single institution between january 2019 and june 2022. Of these, 724 cases were analyzed and classified into four groups based on uterine weight: <250 g (377 patients), 250-500 g (253 patients), 500-750 g (69 patients), and >/=750 g (25 patients). Operating time and blood loss increased significantly with greater uterine weight but postoperative hospital stay and complication rate did not increase. None of the patients underwent conversion to laparotomy or blood transfusion. Complications of clavien-dindo classification grade iii or higher occurred in 1.4% (10/724) of the women, with two intraoperative and eight postoperative complications. It was reported that a patient, who had an uterine weight of 260 grams, sustained a sigmoid colon injury which necessitated a reoperation. The article author indicated that there were no device malfunction occurred during the procedures, but no further details to the complication is available.